Manufacturer narrative:
Qn#(B)(4). The customer returned one , PICC catheter for analysis. Signs-of-use in the form of biological material were observed inside the extension line. Visual analysis revealed that the catheter body was knotted near the distal tip. Microscopic examination confirmed the knot. The knot was untangled. The catheter body appeared to be crushed in area where the knot was located. No other defects or anomalies were observed. The knot in the catheter body was located 45mm from the distal tip. After removing the knot on the catheter, the catheter body length from the juncture hub to the distal tip measured 22 2/16" which is not within the specification limits of 19 11/16"-21 11/16" per the catheter graphic. However, since the catheter body became stretched at the area of the knotting, this caused the catheter body to fall slightly outside of the specification limits. The catheter body outer diameter (in an area that was not defective) measured .055" which is within the specification limits of .053"-.057" per the catheter extrusion graphic. The IFU provided with this kit states: "load PICC catheter onto 80 cm wire until floppy tip of wire extends beyond tip of catheter." After dislodging the knot in the catheter body, a lab inventory guide wire with the same diameter as the guide wire packaged within this finished good was passed through the catheter. Major resistance was observed where the knot was originally located. A lab inventory syringe with water was attached to the distal extension line. The plunger was compressed, and water was observed slowly exiting the distal end of the catheter. Resistance was felt due to the damage created by the knot. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "minimize catheter manipulation after procedure to maintain proper catheter tip position". The report of a knotted catheter body was confirmed through complaint investigation. Visual analysis revealed a knot near the distal end. This knot completely occluded the catheter body. After dislodging the knot, the catheter body measured slightly out of specification; however, it was determined that this was likely due to crushed/stretched portion where the knot was located. This crushed area of the catheter body also created minor difficulties during functional testing. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports the catheter twisted in the vein and came out in a knot when it was removed. No injury or bleeding occurred. The complaint description is reported as: "83-year-old patient with diagnoses. 1) laryngeal ac, 2) hvda, 3) dysphagia. Patient in deteriorated conditions according to caregiver, and follow-up as a group, due to the fact that the patient had a nsy catheter passed through endoscopy for 2 months due to the finding of a bleeding mass, evaluated by an endoscopist who refers not a candidate for a new catheter, not gastro percutaneous, evaluated by cx to perform a trachea and gastro-intestinal tract that up to now has not been possible, so it is necessary to meet preoperative nutritional requirements, who consults the nutritional support team, to start tpn and insertion of PICC. Control paraclinics are reviewed, which are within the normal ranges for the insertion of said catheter, the ultrasound scan is made in the right extremity, where a basilica third of 0.3mmhg is evidenced at less than 1 cm depth, both extremities with multiple ecchymoses, non-compact edema, paper skin, with protection barriers, in the left extremity with a basilica of 0.5mm, a single vein of good caliber and far from the artery, without thrombi, with a good vessel caliber, for this reason it is selected a 4fr catheter respecting 50% and due to the diameter of the vessel lumen, between the two extremities the left is better, the upper edge applying sterile technique with 2% baccidine in the form of a cell cleaning of the left extremity, where it is observed with less edema, nor exudate, it is possible to perform with ultrasound in cross section and with seldinger technique at the first attempt I canalize distal basilica, with adequate return of non-pulsatile blood, advance guide a, without difficulty and I introduce a dilator, , without complications, , before inserting the catheter, it is irrigated with 0.9% ssn, in order to verify the integrity, I advance the catheter up to 50cm, without difficulty, rx is taken, it is checked with a doctor and it is rolled in the subclavian with a twist, with a sterile technique it is tried to rearrange which up to 35cm comes out without difficulty, then with more resistance, without return of blood and no longer infuses several rxs are taken where the last one is observed bent at 3cm, and it no longer comes out, the dilator is removed and even so it does not come out, the limb is stretched, it is not palpable along the way, no pain, or bleeding by ultrasound, a catheter is seen inside the vessel. The attending physician is informed who in turn call the cx, the one on duty is informed and ordered to call the vascular cx who with sterile technique and with greater pressure and in a single angle manages to remove it, it comes out with a knot, complete, integrity of blue tip , pressure is applied for more than 5m, no bleeding or bruising is observed, it is covered with gauze plus clean and dry micropore lot 14f20j0207 expiration date 2022/11/30. Arrow 4fr."

Manufacturer narrative:
(B)(4). The patient died on (B)(6) 2021. The patient's death was unrelated to the device. It was reported the patient had covid-19 and died from covid-19 generated complications.

Event description:
Customer reports the catheter twisted in the vein and came out in a knot when it was removed. No injury or bleeding occurred. The complaint description is reported as: " (B)(6) patient with diagnoses. Laryngeal ac, hvda, dysphagia. Patient in deteriorated conditions according to caregiver, and follow-up as a group, due to the fact that the patient had a nsy catheter passed through endoscopy for 2 months due to the finding of a bleeding mass, evaluated by an endoscopist who refers not a candidate for a new catheter, not gastro percutaneous, evaluated by cx to perform a trachea and gastro-intestinal tract that up to now has not been possible, so it is necessary to meet preoperative nutritional requirements, who consults the nutritional support team, to start tpn and insertion of PICC. Control paraclinics are reviewed, which are within the normal ranges for the insertion of said catheter, the ultrasound scan is made in the right extremity, where a basilica third of 0.3mmhg is evidenced at less than 1 cm depth, both extremities with multiple ecchymoses, non-compact edema, paper skin, with protection barriers, in the left extremity with a basilica of 0.5mm, a single vein of good caliber and far from the artery, without thrombi, with a good vessel caliber, for this reason it is selected a 4fr catheter respecting 50% and due to the diameter of the vessel lumen, between the two extremities the left is better, the upper edge applying sterile technique with 2% baccidine in the form of a cell cleaning of the left extremity, where it is observed with less edema, nor exudate, it is possible to perform with ultrasound in cross section and with seldinger technique at the first attempt I canalize distal basilica, with adequate return of non-pulsatile blood, advance guide a, without difficulty and I introduce a dilator, , without complications, , before inserting the catheter, it is irrigated with 0.9% ssn, in order to verify the integrity, I advance the catheter up to 50cm, without difficulty, rx is taken, it is checked with a doctor and it is rolled in the subclavian with a twist, with a sterile technique it is tried to rearrange which up to 35cm comes out without difficulty, then with more resistance, without return of blood and no longer infuses several rxs are taken where the last one is observed bent at 3cm, and it no longer comes out, the dilator is removed and even so it does not come out, the limb is stretched, it is not palpable along the way, no pain, or bleeding by ultrasound, a catheter is seen inside the vessel. The attending physician is informed who in turn call the cx, the one on duty is informed and ordered to call the vascular cx who with sterile technique and with greater pressure and in a single angle manages to remove it, it comes out with a knot, complete, integrity of blue tip , pressure is applied for more than 5m, no bleeding or bruising is observed, it is covered with gauze plus clean and dry micropore lot 14f20j0207 expiration date 2022/11/30. Arrow 4fr"